Event description:
During a knee arthroscopy procedure, some of the insulation covering at the distal portion of the electrode came off into the body. All was retrieved and the case was successfully completed, without further incident or harm to the patient.

Manufacturer narrative:
The complainant device may or may not be returning to mitek for failure analysis; yet to be determined by the user facility. However, at this point in time, both mitek and its reporting facility are in the process of gathering more detailed information that is pertinent and germane to this issue.